Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The surgeon attempted to fire the stapler, but the stapler failed to eject. The stapler was reloaded and fired, but again failed to eject. The product was then removed from the surgical field. No known impact or consequence to patient.